Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed battery out during normal use and has a blank display. Customer does not recall any significant events leading to the error. Customer's blood glucose was 460 mg/dl at the time of incident. Troubleshooting was done for battery out and found that customer was not using the recommended battery and that a new battery cap will be provided to rule out any possible issues.